Event description:
The patient reported pain at the lead anchor site. The surgeon moved the anchors to alleviate the reported pain. Patient is reportedly doing well after revision.

Manufacturer narrative:
The product remains implanted and will not be available for evaluation. This is the final report.